Event description:
It was reported that during active operation on a patient, the autopulse platform displayed a "user advisory 02" (compression tracking error) message. Medics continued with manual CPR for the remainder of the code. No adverse patient sequelae was reported. Additional information provided by the customer on 09/10/2013: customer reported that she was unable to clear the message or reset the platform. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 09/13/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Please note that additional information was provided on (B)(6) 2013 indicating that the date of event is unknown. Therefore, the date reported under date of event. Date of event of the initial report should be disregarded. Investigation results for the returned platform as follows: visual inspection did not return any findings related to this complaint. Review of the platform archives found multiple user advisory (ua) 2 (compression tracking error) errors occurred on (B)(6) 2013. Functional testing of the returned platform was performed and found no anomalies, and was unable to duplicate the customer reported complaint of ua2. A root cause for the ua2 could not be determined. In summary, the reported complaint of ua2 during patient treatment was confirmed based off of the archive data.